Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012539500 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the handle area was performed and identified a foreign material on the side port tubing. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. In conclusion, the reported issue (white coating) was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during prep for a cardiac ablation procedure, the sheath side port tubing of the had a white coating on the outside, which was clearly visible when blood was aspirated. The physician observed that the coating was only present on the outside and determined that it did not affect the integrity of the inside tubing. The procedure was completed with the sheath. There was no patient involvement.